Event description:
The reporter, a 65 yr old dialysis pt diagnosed with type ii diabetes 20 yrs ago went to ER twice in the last week for low blood sugar (level unknown). The pt reports that she lost consciousness. The pt was given candy and juice at the ER. Prior to one of these visits to the ER, the pt obtained a result of 180-200 with the suspect device and took her usual glyburide medication for that reading. The pt states that the dialysis center meter and the physician's meter read 100 mg/dl lower than the suspect device.